Event description:
Pt admitted for arthroscopy of right shoulder plus injection of right elbow due to epicondylitis. During extubation the pt became agitated requiring restraint by 3 additional staff members. At this time the main, 2cc, pain catheter broke. M.d. Ordered catheter removed. It is possible small portion of the catheter was retained at the site. Thirty days later: pt readmitted for removal of the foreign body.